Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a high temperature alarm condition was observed in the device's downloaded error log. The device's battery fan was found to be contaminated with dust and dirt, and was replaced to address the issue.